Manufacturer narrative:
The user facility did not provide a specific serial number for the referenced scope; therefore, it is unknown if the scope was returned to service center for evaluation/service and a review of the instrument¿s history could not be performed.

Event description:
The user facility reported that during an unspecified procedure, a piece of a stent pusher used in a previous procedure fell into a second patient. It was reported that in the previous procedure the stent pusher became stuck in the channel and was thought to be completely removed. The scope had been reprocessed and it¿s channel brushed prior to the second procedure. During the second procedure a piece of the stent pusher was observed extending from the tip of the scope while inside the patient. The scope was withdrawn from the patient and the fragment was retrieved. It is unknown if intended procedure was completed. There was no patient injury reported.